Event description:
A customer contacted baxter's technical service center to report a check patient line alarm in the initial drain. The home patient (hp) stated there were air bubbles in the line. The technical service representative assisted the hp to end therapy and informed the hp to start over using new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Sample availability and lot number are unknown at this time. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). Product surveillance spoke with the home patient who stated this particular alarm was an isolated incident and no further alarms have occurred. The hp stated she is cautious with checking set up. The hp confirmed no adverse event resulted from this incident and confirmed she has noted nothing unusual with any of her supplies. An engineering quality review was completed for this report of a check patient line alarm. The reported condition was not confirmed due to lack of product sample. A batch review was not performed because lot information was unknown. Based on the information obtained from baxter's investigation, the root cause of the incident was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.